Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in an endurant stent graft system for the treatment of type ia endoleak during the endovascular treatment of a 113mm abdominal aortic aneurysm. A non-mdt vascular stent graft was also implanted during the index procedure as part of a fem-fem bypass and a non-mdt vascular plug was used to occlude the left common iliac artery. The proximal aortic neck diameter measured 28mm, 15mm in length with a proximal neck angulation noted as 30 degrees. Severe diffuse calcification (80%) was observed at the seal zone. It was reported during the index procedure, that the patient experienced blood loss and anemia. Four units of rbc were administered (three units during the index procedure and a further unit three days post index procedure) and the event resolved. It was also noted that after partial deployment of the bifurcated stent graft difficulty was encountered during cannulation of the contralateral gate of the stent graft due to the large size of the aneurysm sac. It was decided to convert to an aui stent graft. The remainder of the bifurcated stent graft was deployed and an aui stent graft was deployed just above the bifurcated stent graft. An endurant limb was also implanted to extend to the iliac bifurcation. After angiogram, a type ia endoleak of the aui was noted and so an aortic cuff was implanted and was reinforced with endoanchors that were deployed at the proximal end of the graft. Three endoanchors were also deployed at the distal end of the iliac limb for anchoring. It was reported that the endoleak was significantly improved but there was still a small blush posteriorly. There was no type ia endoleak noted at the patients discharge exam. Per the investigator the cause of the blood loss/anemia event is probably related to the index procedure. No additional clinical se quelae were reported and the patient is fine.